Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform 45 stapler instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the sureform stapler 45 instrument was defective and a fragment fell inside the patient. It is unknown if the fragment was retrieved.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument for failure analysis evaluation. Failure analysis found the instrument to have a misaligned roll gear. The tooth on the roll gear was found to be misaligned with respect to the idler gear. As a result, the main tube was able to be rotated past its hardstop. There was physical damage observed to the gears. The instrument was also found to have failed the engagement test based on log review and during in-house testing. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument roll inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Isi also received a green sureform 45 reload. The stapler reload was unused. The stapler reload was effectively deployed using an in-house stapler instrument, demonstrating no complications. The staple line and cut were both clean, devoid of any deformities or abnormalities. Additionally, a comprehensive examination of the stapler reload was carried out, uncovering no further issues.